Event description:
In 2003, the pt came to cysto for stone manipulation, the ehl probe was assembled and used but during use it quit working - pulled probe out and tip was gone. - x-ray revealed tip at stone site. The tip was left in because the surgeon felt it would come out during urination. In 4/2003, pt returned for stone manipulation with holmes laser. Tip of ehl still visible on x-ray - surgeon removed tip with grasper.